Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15072722 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Action taken: no corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process. With the limited amount of information available it is not possible to draw a clinical conclusion between the device and the event. However, the patient had an extensive and significant medical history which may have been the contributing etiology for the patient's death.

Event description:
This patient was admitted for carotid angiography which revealed a 53%, 35mm stenosis in the distal left internal carotid artery. The patient was symptomatic at the time of treatment. A 6mm angioguard device was advanced beyond the target lesion and was deployed without difficulty. The lesion was predilated with an unknown balloon and a 7.0 x 40mm precise stent was deployed in the target lesion without complication. The patient was discharged in stable condition. Approximately 2 months post index procedure the patient died at home due to unknown causes.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.